Manufacturer narrative:
The product remains implanted and is not available for return. At this time, there is no info regarding the compatibility between durepair and avitene. Reviews of the mfg and sterilization records showed no anomalies. There have been no other complaints from this lot.

Event description:
It was reported that the implanted durepair graft was defective. The physician used product using his standard protocol for tumor removals, first sprinkling avitene in the tumor bed, then wetting the graft and suturing it in place. The pt developed postoperative right frontemporal craniotomy pseudomeningocele. The durepair was found to be intact peripherally, where it was sewn to the edge of the native dura. The center of durepair graft was thin and exposed cortex and csf was coming through this opening. Bovine pericardium was placed over the remaining durepair.